Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-01912.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3d revascularization device (psr3d). During the procedure, the psr3d was unable to advance through a penumbra system 3max reperfusion catheter (3maxc) after a couple of turns past the skull base. It was noted that the pushability in the psr3d was compromised; therefore, the psr3d and the 3maxc were removed and the procedure was completed using additional devices. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2018-01912.